Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. During an unrelated procedure, the atrial lead became dislodged. There was loss of atrial sensing. An additional procedure took place to explant the lead with no replacement. The patient was stable.